Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ketones and elevated blood glucose (bg), however, a specific bg value was not provided. The cause of elevated bg was unknown. Customer went to the emergency room (ER) where contact administered manual injections based on healthcare provider instructions. Customer's bg lowered between 64-159mg/dl which the customer addressed by drinking juice. Customer was released from the ER with bg of 353mg/dl.